Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, iegm and marker were not perfectly synchronous in a avbiii episode dated (B)(6) 2012 at 14h55. An explanation is required.